Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "line placed on (B)(6) 2023 at a facility. On 2/28/23 noted to be leaking near hub. Upon further inspection 21g lumen noted to be partially detached from hub. This was only evident when horizontal tension placed on lumen. PICC line discontinued due to malfunction. PICC line was discontinued and patient received multiple piv attempts due to difficult access. Also placed risk for infection."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter at the tubing and molded joint interface is confirmed and was determined to be manufacturing related. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation showed blood use residues throughout the returned device, and two needleless injection caps were returned attached to each lumen. The non-power injectable lumen tubing was separating from the proximal end of the molded joint. A microscopic observation revealed the tubing was mostly detached, and during the microscopic evaluation of the returned device the tubing completely detached with little excess force applied. The distal end of the tubing was observed to have striations from its originally manufactured cut. An observation of the molded joint where the tubing was inserted revealed the depth of the insertion site to be shallow. The molded joint was then cut to reveal a cross-section of the tubing insertion site. These measurements were sent to manufacturing to evaluate the complaint further. The complaint of a leaking catheter is confirmed and was determined to be related to a manufacturing molding flaw as the extension tubing was not sufficiently inserted into the molded joint. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "line placed on 2/22/23 at a facility. On 2/28/23 noted to be leaking near hub. Upon further inspection 21g lumen noted to be partially detached from hub. This was only evident when horizontal tension placed on lumen. PICC line discontinued due to malfunction. PICC line was discontinued and patient received multiple piv attempts due to difficult access. Also placed risk for infection."